Manufacturer narrative:
There is no evidence of an adverse event or product malfuction. The positive readout may have been caused by an ineffective sterilization process. The bis subject of the reported event were discarded and were not available for evaluation. Without the evaluation of the subject indicators, a root cause cannot be determined. There is a possibility of bi malfunction, which may cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness which could contribute to delay patient treatment.

Event description:
A hospital reported that there were three positive bis after a complete sterilization process. Clinical requested the customer to run an empty cycle with just the bi (for validation purposes) and the bi resulted positive. There's a possibility of bi malfunction, which may cause the delay in patient treatment.